Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display of the heartstart xl was showing interference. There was no pt involvement.